Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the reason for the patient's call was that they needed to get MRI compatibility information for their ins. Patient services (ps) reviewed that the MRI eligibility was accessed through the patient putting themselves into MRI-mode. The patient noted that their controller was "out of juice", so ps instructed the patient to plug the controller into the ac power supply. The patient did and reported seeing a no device found/screen 16 when they unlocked the controller, with a green light flashing above the screen of the controller. The patient initially stated that the ins was charged, so ps had the patient try aa batteries to access MRI-mode with the ins. The patient put aa batteries in and reported still seeing a no device found screen. The patient then stated that they hadn't charged or used the controller in weeks. The patient reported that it was difficult to charge the ins because of where the ins was implanted. The patient noted they always had to hold the recharger or use an ace bandage when charging the ins. The patient also reported that the recharging belt had never worked for them because of the ins placement. Ps had the patient put the li-battery pack inside of the controller, and the patient saw recharging good. The patient noted the controller battery level was at 70%. Ps reviewed the patient will want to charge until the ins battery is at least 20-30% before accessing MRI-mode. Later, the patient called back stating they saw a picture of a body when they accessed MRI-mode and wondered if they could have an MRI; ps reviewed that the patient was seeing the full-body eligibility screen, so the patient was potentially eligible to have a full-body MRI scan under specific conditions. Ps reviewed that the hcp should call for the guidelines as the next step and the patient indicated they understood and that their reason for calling back was resolved over the phone. No symptoms were reported. No further complications were reported/anticipated.